Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
It was reported that the patient presented to the emergency room with syncope. Upon interrogation noise was seen on the right ventricular (rv) electrogram (egm), however it was not being sensed. The field representative noted that the noise was reproducible and appeared to be from the diaphragm. A chest x-ray was taken which showed the rv lead to be pointed distally in the rv apex, right over the diaphragm. The device was reprogrammed to a fixed sensitivity from automatic gain control in an effort to prevent the agc from seeing the signal. Further review of the patient's status found that their ejection fraction was at 20 percent and they had ventricular tachycardia (vt), so the patient was being considered for an upgrade to a cardiac resynchronization therapy defibrillator (crt-d). Several months later the lead continued to exhibit noise so it was explanted. At that time the patient was upgraded to a crt-d. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted the helix was retracted and resistance testing found the lead was not electrically continuous. Detailed analysis confirmed that the inner conductor coil had a break at the distal end of the terminal pin. Based upon the clinical observations and the laboratory findings, we believe that torsional overstress during attempts to extend/retract the helix caused the inner conductor coil to break.

Event description:
This report is being filed to submit the analysis results.